Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the arterial line slipped off the connector. The product was not changed out, there was 200 ml of blood loss, and surgery was completed successfully. There was no observed harm to the pt. The event did result in delay in beginning or continuing the surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; however, the complaint was not confirmed. The sample was pressure tested, and no leakages were found. The root cause of the complaint seems to be due to customer technique in connection. The customer may have incorrectly connected tubing with the connector, resulting in leakage. There have been customer disconnections in other packs. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).